Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the station was stuck on the blue screen and was offline in remote support specialist (rss). Customer tried to reboot the system, but the issue was not resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6). Was performed from the date of manufacture, 30-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the blue screen and offline in remote support specialist (rss). A field service engineer (fse) verified the issue and confirmed that the device was stuck on the desktop screen, accessed the carefusion admin profile and attempted to configure auto login, but all attempts failed. Fse then proceeded to reimage the device, ensured remote support specialist connectivity, validated the internet protocol address for proper network communication, and confirmed database synchronization functionality, then rebooted the device, applied firmware updates, and performed testing in hardware test application (hta), had the customer complete an inventory and confirmed proper system operation. The system functioned as intended after the field service engineer repaired the device.